Event description:
It was reported that an infection was present at the lead site. The patient was prescribed antibiotics. Follow up indicated the patient's infection resolved.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000129154.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.